Event description:
The rep reported the device was used during a thoracoscopic lobectomy. It was reported while firing on the lobar pulmonary artery the surgeon discovered the tsw35 was loaded with an evu35 instead of a tr35w. The staple line failed and the pt had to be opened with thoracic incision to control bleeding. The pt survived. The vessels were then tied off with suture. The surgeon feels the incident was due to a lack of in servicing by the prior rep with regard to the non-interchangeability of the evu35 and tr35w.